Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient received their implant on (B)(6) 2018 and over the course of the year the patient lost approximately 40 pounds causing the ins to shift in the pocket. The patient complained of discomfort at the site of the ins to the healthcare provider. The healthcare provider discussed doing a pocket revision with the patient to reposition the ins within the pocket and the patient agreed. The patient was scheduled for the pocket revision on (B)(6) 2019 and the issue was resolved at the time of the report. No further complications were reported.